Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm x 15mm maverick 2 balloon catheter was advanced for dilation. However, during third inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc device. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm x 15mm maverick 2 balloon catheter was advanced for dilation. However, during third inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. There was a longitudinal tear 7mm long starting from the proximal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities.